Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn from use. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of titanium hexed unicrews, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined. Device lot number not provided/unknown (narrative was not provided of initial report). The following section has been corrected.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient presented with a fractured abutment screw (uniht).